Event description:
It was reported that this implantable pacemaker was explanted and the lead was surgically abandoned due to apparent component malfunction requiring replacement. Additional information was requested, however, no further details were provided by the hospital. No additional adverse patient effects were reported.